Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the manifold assembly. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during patient use, the ht50 ventilator was making loud noise. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
An ht50 ventilator was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the reported issue was not duplicated; however a different issue was found. During testing the pump failed calibration. The solenoid was inspected it was observed that the green cap which secures the diaphragm did not fit properly and was replaced. If information is provided in the future, a supplemental report will be issued.